Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2016, v sensing integrity counts were up to 402; vt-ns episodes with evidence of lead noise oversensing. The average v-sic rose from 1.13 per day to 19.42 per day.

Event description:
It was reported that upon interrogation, noise was observed in recorded non-sustained ventricular tachycardia episodes. It was further reported there were a high number of sensing integrity counter (sic) and oversensing was observed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.